Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring (B)(6) 2026. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient was having to frequently charge their implantable pulse generator (ipg). As a result, the implantable pulse generator (ipg) was replaced. The facility retained the device in accordance with its policy, and it will not be returned for further analysis. The patient was reported to be doing well postoperatively.